Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant displayed door open when the gantry was closed. No patient was present.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000166 (lot: -); product type: 3022-door motion (o2) electrical co brand name ; product ID bi71000924 (lot: -); product type: brand name ; product ID bi71000166 (lot: -); product type: 3022-door motion (o2) electrical co brand name ; product ID bi71000166 (lot: -); product type: 3022-door motion (o2) electrical co brand name ; product ID bi71000166 (lot: -); product type: 3022-door motion (o2) electrical co brand name ; product ID bi71000166 (lot: -); product type: 3022-door motion (o2) electrical co brand name ; product ID bi71000924 (lot: -); product type: brand name ; product ID bi71000924 (lot: -); product type: brand name ; product ID bi71000924 (lot: -); product type: h3: the system was serviced in the field and the medtronic representative (rep) adjusted the door and replaced the switches. System then reacted as it should. Codes b01, c07, d02 are applicable to this analysis.  H6: multiple annex g codes were reported. G04018 corresponds to concomitant product bi71000166 that comprises the reported event. G04009 corresponds to concomitant product bi71000924 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.